Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03324. It was reported the patient was no longer receiving effective stimulation due to lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs leads were disconnected (remain implanted)from the scs ipg and replaced with a different model.

Manufacturer narrative:
(B)(4).